Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that undersensing occurred and that "sensing jumped" after fixation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient developed atrial tachycardia/atrial fibrillation (at/af) when positioning of the right atrial (ra) lead was attempted several times. The ra lead exhibited low sensing and unstable values. It was also reported that "guiding issues" were experienced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.